Event description:
The complaint is reported as: the customer alleges that the unit is not producing enough air to adequately nebulize patient medication. The unit was changed out. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.